Event description:
Patient was found with an opened hot pack in his mouth. Staff were unsure if the patient ingested any of the contents. The provider was notified and poison control was called. Poison control advised to have patient swish and spit x3. No contents were found in the patients mouth. Patient has slight stomach and mouth irritation, but no permanent harm.